Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that during device preparation before the procedure, premature battery depletion was observed on the device. The device was not implanted and was replaced. The patient was stable.

Manufacturer narrative:
No conclusion code available. Final analysis found the reported premature battery depletion was confirmed in the laboratory. High current drain was observed during bench testing and was traced to the hybrid. The cause of the premature battery depletion was due to excess current on the hybrid.